Manufacturer narrative:
Analysis received the unit with unresponsive buttons due to a corroded keypad trace. Analysis was unable to confirm prime/fill anomaly. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.